Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the bc191-05 flexitrunk nasal tubing was observed to be leaking. It was further reported that five units were affected. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Section d4: lot number details were not provided by the customer for additional unit. Section d4: UDI details are not provided by the customer for the additional unit. Section g4: no 510(k) number was included in section g4 of the report because the device is exempted from PMA pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.